Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm. During testing, a cs 064 alarm occurred while performing the 24 hour basal program. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places. The pump was opened and there was evidence of moisture corrosion observed on all of the circuit boards and on the back side of battery canister. Further testing was not able to be performed due the internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.